Event description:
The customer called lfs in 2002 alleging that the customer's meter reads erratic. Meter had been set to mmol. The following information is documented by ccr, "customer was reading the customer's results in mmol/l and taken the customer's insulin and medication accordingly. The customer thought the customer's readings were lower than they really were. The customer had just got out of the hospital because the customer had a recent heart attack".